Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. Per the battery supplier, the battery was excessively discharged. The excessive discharge prevented the battery from recharging. The excessive discharge did not result from a battery malfunction. The battery pack lasted for approximately 24 hours while the lifevest was detecting multiple short-duration arrhythmias and charging the capacitors for a potential treatment. There is no indication that the depleted battery caused or contributed to the event. Initial MDR: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device evaluation of battery pack sn (B)(4) has been completed. As received, the battery was non-functional. The battery had a low output voltage of 1.36v. The cause of the non-functional battery is the low output voltage. The cause of the low output voltage cannot be positively identified. The battery is currently under evaluation at the supplier. A supplemental report will be sent upon completion of evaluation. Device manufacture date: monitor: 05/2014, belt: 02/2013, battery pack: 06/2014.

Event description:
A us distributor notified zoll on (B)(6) 2015 that a (B)(6) male patient passed away on (B)(6) 2014. No further details were able to be obtained. Review of the patient's downloaded data indicates that the lifevest was last shut down (B)(6) 2014 at 07:01:03 due to expired battery runtime. The patient intermittently used a fully charged battery pack in the monitor on (B)(6) 2014 for an approximate 14 hour timespan. Review of the event indicates that a false arrhythmia was detected on (B)(6) 2014 at 23:55:23. The patient's ECG shows svt at 155bpm. The response buttons were pressed at this time. Asystole was detected on (B)(6) 2014 at 00:23:45. A short ventricular fibrillation rhythm was detected on (B)(6) 2014 at 00:56:58 for approximately 2 seconds when a non-treatable rhythm was then declared. A battery runtime was first detected on (B)(6) 2014 at 05:36:45. The battery lasted another approximate one hour and 24 minutes. During this time, there were no arrhythmia detections. The life-threatening rhythm was asystole. Asystole is considered a non-treatable rhythm.

Event description:
A us distributor notified zoll on (B)(6) 2015 that a (B)(6) year old male patient passed away on (B)(6) 2014. No further details were able to be obtained. Review of the patient's downloaded data indicates that the lifevest was last shut down (B)(6) 2014 at 07:01:03 due to expired battery runtime. The patient intermittently used a fully charged battery pack in the monitor on (B)(6) 2014 for an approximate 14 hour timespan. Review of the event indicates that a false arrhythmia was detected on (B)(6) 2014 at 23:55:23. The patient's ECG shows svt at 155 bpm. The response buttons were pressed at this time. Asystole was detected on (B)(6) 2014 at 00:23:45. A short ventricular fibrillation rhythm was detected on (B)(6) 2014 at 00:56:58 for approximately 2 seconds when a non-treatable rhythm was then declared. A battery runtime was first detected on (B)(6) 2014 at 05:36:45. The battery lasted another approximate one hour and 24 minutes. During this time, there were no arrhythmia detections. The life-threatening rhythm was asystole. Asystole is considered a non-treatable rhythm.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device evaluation of battery pack sn (B)(4) has been completed. As received, the battery was non-functional. The battery had a low output voltage of 1.36v. The cause of the non-functional battery is the low output voltage. The cause of the low output voltage cannot be positively identified. The battery is currently under evaluation at the supplier. A supplemental report will be sent upon completion of evaluation. Monitor: 50/(B)(4). Belt: (B)(6) 2013. Battery pack: (B)(6) 2014.